Manufacturer narrative:
Investigation in progress, but not yet complete.

Event description:
The scissor broke as the surgeon tried to put it on the instrument table before the surgery. The procedure was completed using a spare product.